Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. The drive support cap was normal. The customer was able to clear and rewind the insulin pump. There was more than one motor error alarm present in alarm history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.